Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Damage to the electrode was noted, including conductor fractures. Due to the location and morphology of damage to the electrode it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the electrode through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device and electrode were exhibiting electrogram noise associated with oversensing and delivery of inappropriate shock therapy. Further investigation found that the electrode had dislodged due to twiddler syndrome. The following day, the patient was presented back to the electrophysiology laboratory. The chronic device and electrode were explanted and replaced. There were no reported patient adverse effects as a result of the surgical intervention.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device and electrode were exhibiting electrogram noise associated with oversensing and delivery of inappropriate shock therapy. Further investigation found that the electrode had dislodged due to twiddler syndrome. The following day, the patient was presented back to the electrophysiology laboratory. The chronic device and electrode were explanted and replaced. There were no reported patient adverse effects as a result of the surgical intervention.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address, information and manufacturer site facility name and contact information.